Event description:
The patient was experiencing a return of symptoms. The hcp performed a dye study and could not find any problems. The pump was explanted after an implant duration of 47 months. It was replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.